Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported leak, or to determine if it could have contributed to the reported hyperglycemia and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6), 2026, the patient¿s blood glucose levels increased to approximately 599 mg/dl after approximately 4-24 hours of pod wear on the hip/buttocks. The patient reported that the pod was leaking during wear and attributed the elevated blood glucose levels to this issue. The patient was hospitalized, diagnosed with diabetic ketoacidosis, and received treatment consisting of insulin therapy. The patient remained hospitalized for two days and was discharged on (B)(6), 2026.